Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley was leaking and was removed. Hole was found in balloon. Per follow up via email on 02feb2021, it fell out because the internal balloon was leaked. The balloon inflated with sterile saline.

Manufacturer narrative:
The reported event was confirmed use related. 1 sample was confirmed to exhibit the reported failure. The product was used for treatment. The failure was caused by the misuse of the product. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediate leaked from a 0.012" pinhole in the balloon surface. No missing pieces were noted. This does not meet the specification "pinholes are not permitted." . However, according to the event, the user tried to inflate the balloon with saline rather than sterile water before it leaked, indicating that this is a misuse of the device. Also, as the saline may form salt crystals over time, it is likely that this could have caused the deflation. The root cause of this failure is that the user inflated the catheter with sterile saline instead of sterile water. A DHR review was not required because the investigation was confirmed - use related . The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was leaking and removed. A hole was noted in the balloon. Per follow up via email on (B)(6) 2021, it fell out because the internal balloon leaked. The balloon inflated with sterile saline.